Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 418 mg/dl and at home blood glucose was 254 mg/dl. The customer was advised to visit emergency room for treatment of high blood glucose. The insulin pump will not be returned for analysis.